Event description:
It was reported that at the end of the sample acquisition sequence of the first biopsy, while still in the breast, the driver went into all lights flashing mode. The physician was required to use greater force than usual to remove the probe from the breast. The physician reset the drive in order to remove biopsy sample. On the second biopsy following a successful sample acquisition sequence the physician initiated the expulsion sequence and at the end of the sequence the driver went into all lights flashing mode and the physician removed the tissue from the sample chamber. No injury to the patient reported.

Manufacturer narrative:
The sample has not been returned for evaluation as it was discarded by the user facility. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. As neither the needle nor the driver were returned for evaluation, it is not possible to determine if there was an issue with the needle, the driver, both devices or neither device. Based on the information received, the results of the investigation are inconclusive and the root cause is unk. The information for use (IFU) for this device states: troubleshooting. The vacora driver utilizes two drive motors which operate in precise synchronization to properly operate the various functions. If the driver detects that the motors are not properly synchronized, the yellow prime light and green pierce light flash simultaneously. If this occurs, ensure that the probe is outside of the patient and perform a reset by opening and closing the driver lid. The driver will automatically perform a reset and you will be ready to resume. It the driver does not automatically reset, remove the probe from the driver and re-insert the probe. The driver will then reset and you will be ready to resume.